Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited high pacing impedance while the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. Both ra and rv leads were explanted and replaced. The patient was in stable condition.